Manufacturer narrative:
(B)(4). Batch # u5ca4a. Investigation summary: the analysis found that one pse45a device was returned with the release button broken and with no reload loaded on the device. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The event described could not be confirmed as the device performed without any difficulties noted. It possible that handling by the customer could have caused this type of damage. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during an endoscopic surgery for gastric stromal tumor surgery, the device would not fire on the first firing. Changed to a new gun to complete the surgery. There was no patient consequence reported. No additional information can be provided.